Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii 20gax1.16in prn slm leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient came to the radiology department of our hospital for enhanced CT examination. When the nurse injected the contrast agent, she used the intima-ii. As soon as the needle was punctured, she found that the prn was bleeding, which was suspected to be damaged. Immediately, a new prn with intima-ii was replaced, and no secondary puncture was performed, causing no injury to the patient.

Manufacturer narrative:
Investigation: master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Neither sample or photo was returned making it impossible to observe the failure mode. Root cause could not be determined.

Event description:
It was reported that intima-ii 20gax1.16in prn slm leaked. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient came to the radiology department of our hospital for enhanced CT examination. When the nurse injected the contrast agent, she used the intima- ii. As soon as the needle was punctured, she found that the prn was bleeding, which was suspected to be damaged. Immediately, a new prn with intima-ii was replaced, and no secondary puncture was performed, causing no injury to the patient.